Manufacturer narrative:
A 13-month complaint history review and service history review for similar complaints was performed for "discrepant estradiol results" on the aia-900 analyzer through the aware date. There were three similar complaints identified during the search period, including this case. The analyte application manual for estradiol (e2) states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients with hyperbilirubinemia may yield falsely elevated results. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the estradiol results could not be established.

Event description:
A customer reported two discrepant results for estradiol (e2) on the aia-900 analyzer. Sample #1 was reported out with a result of 600 pg/ml. Providers questioned the result, reran the sample and received a new result of 25 pg/ml, which was the expected value. Sample #2 was reported out as less than low (<l). Providers again questioned the result and reran with a result of 200 pg/ml, which was the expected value. Quality control (qc) was within range and there were no clots or fibrin noted in the discrepant samples. A technical support specialist instructed the customer to recalibrate e2, resolving the issue. The discrepant samples were not retested after recalibration was completed. The customer followed up at a later date stating that the aia-900 analyzer is functioning as expected after recalibrating. No further actions required from tosoh. There was no indication of any patient intervention or adverse health consequences due to the reported event.